Event description:
Account contact reports: pt developed fluid filled lesions on their legs after use of the product. The impression from the cotton layer was visible on the leg after the product was removed. Contact feels that the cotton is causing the reaction.